Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd totalys slideprep instrument, there was a false negative result that occurred from the instrument reading slides with uneven cellularity on slides. No adverse impact or mis-association of results were reported regarding the patient or user.